Event description:
The customer reported that audio issues with their patient information center were occurring.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer called back prior to any philips investigation to inform philips that they had resolved the issue internally. No further information regarding the event was received.there is insufficient information to rule out a product malfunction. H3 other text : customer resolved the issue.

Event description:
The customer reported that audio issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.